Manufacturer narrative:
The reported battery performance alert was confirmed during analysis. The cause of the premature battery depletion was found to be an internal battery anomaly. Interrogation of the device revealed the device was above the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage.

Event description:
New information on (B)(6) 2017 stated that following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable throughout the whole procedure.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.